Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, the cause was related to customer's carbohydrate ratio settings. Customer required assistance from partner to treat bg level via a glucagon injection. The customer was instructed to consult with healthcare provider regarding bg level.